Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). Title: descending aorta rupture during transcatheter aortic valve replacement. Citation: circulation american heart association 2016 vol. 133:e14-e17 (doi 10.1161/circulationaha.115.019824/-/dc1) authors: jose alberto de agustin, pilar jiménez-quevedo, luis nombela-franco, carlos almeria,juan gomez de diego, jose luis rodrigo, pedro marcos-alberca, patricia mahia, ivan javier nuñez-gil, leopoldo perez. Date of publish used for event. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that an (B)(6) female patient with a history of a permanent pacemaker and severe aortic stenosis underwent an elective transcatheter aortic valve replacement with a medtronic corevalve (serial number not provided). Information indicated that as the 29mm transcatheter bioprosthetic valve was advanced, there was high resistance met at the level of the distal part of the aortic arch. The delivery catheter system (dcs lot number not provided) bent at the level of the first angle in the descending aorta. Hemodynamic instability was noted and imaging revealed extravasation of contrast medium from the descending thoracic aorta at the level of the bent dcs. A transesophageal echocardiogram (tee) revealed a descending aortic rupture that was treated with an emergent balloon aortic valvuloplasty (bav) to control the bleeding. Subsequently, a stent graft was placed to cover the ruptured site. Angiography was performed and hemostasis at the rupture site was confirmed. The hemodynamic status improved and a non-medtronic transcatheter bioprosthetic valve was implanted. Following the implant of the non-medtronic device,a transesophageal echocardiogram (tee) revealed bilateral hemothoraces treated with insertion of chest tubes. Blood transfusion, fluid replacement, inotropes and vasopressors were prescribed. Subsequently, two hours later, the patient expired due to refractory hypovolemic shock. An autopsy revealed a hemothorax and a tear in the aortic wall at the level of the proximal angle in the descending aorta that had been covered by a stent graft. Severe tortuosity of the aorta, mild calcification of the femoral and iliac arteries, the presence of a double angle in the descending thoracic aorta and a very pronounced curve in the distal part of the aortic arch were observed by computed tomography. It was noted in the case report that the aortic rupture was attributed to the patient anatomy; presence of the acute angle in the aortic arch, which had transmitted resistance and caused the dcs to kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.